Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead dislodged approximately two weeks post-implant. In addition, this cardiac resynchronization therapy defibrillator (crt-d) was electively explanted due to the recall. The lead was explanted during the elective device replacement procedure and a competitive lead was subsequently implanted. The device was subsequently pulled from archives for additional investigation.